Manufacturer narrative:
The case reportedly involved using an orthadapt in an atfl repair; orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. Multiple requests were made to obtain specific case info; however, the info was not provided. Based on the limited reported info, a discernible cause could not be assigned to the event. Neither the product nor the product lot number was provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.

Event description:
A company field rep reported an orthadapt bioimplant used in an anterior talofibular ligament (atfl) procedure had been explanted. Date of implant, explant and the symptoms leading to the explant were not reported.